Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, during the procedure, while introducing a tome into the working channel of the scope, it was noticed that there was resistance. It was discovered that the sponge from the biopsy cap had detached and was stuck in the channel. Biopsy forceps were used to remove the sponge. The procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.